Manufacturer narrative:
Pump was received with unresponsive buttons due to keypad connector unlocked on lcd board. Pump received with minor scratches on lcd window and corroded battery tube.(B)(4)

Event description:
The customer reported via phone call that the insulin pump buttons are not responsive. Customer stated that the act and esc buttons are not working. Customer does not recall any significant events leading to the error. Troubleshooting was done for keypad anomaly. Customer's blood glucose was 227 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.